Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.